Event description:
As reported by the user facility: tubing was noted to be completely empty by register nurse, it was empty all the way through the pump through the other side past green clamp, pump did not alarm at all, pump was stopped by the register nurse.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). . The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.